Event description:
The customer reports the neuro-muscular transmission module (nmt) provided inaccurate values during a case. Allegations from the facility were that they had some patients who were only partially paralyzed as part of the anesthesia process because of the faulty nmt result, and had to be re-intubated in the post anesthesia care unit. Details on these additional cases were not available from the facility.

Manufacturer narrative:
Patient data not available. The reported issue is that the tof% should decrease slowly during the time the neuro-muscular block increases. In addition, a count of "0" means that the patient is fully relaxed due to the administered relaxants; however the fact that the anesthetist can visually see that the hand is moving indicates that the patient is not fully relaxed. Investigation reveals the root cause was found to be e-nmt-01 insufficient system test coverage. The e-nmt-01 module software and hardware differs from the previous version design.

Manufacturer narrative:
(B)(4). Will correct the e-nmt-01 modules in the field to be capable of measuring with electrosensor accurately.